Manufacturer narrative:
Ho d, jagdeo j. A systematic review of paradoxical adipose hyperplasia (pah) post-cryolipolysis. J drugs dermatol. 2017 jan 1;16(1):62-67. This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
According to literature article, "a systematic review of paradoxical adipose hyperplasia (pah) post-cryolipolysis" it was reported that a female patient age 50's was diagnosed with paradoxical adipose hyperplasia (pah/ph) to three separate areas on the abdomen.

Manufacturer narrative:
Upon further review of the reported event, it has been determined that there is no alleged paradoxical hyperplasia (ph).

Event description:
Previous emdr submission noted paradoxical hyperplasia. Upon further review by abbvie medical safety physicians, it has determined that there is no identifiable case of ph or any adverse event. Hence, the record is no longer reportable.